Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507652 lead, implanted: (B)(6) 2006; 694965 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) and experienced shortened longevity. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.